Event description:
It was reported that the patient presented for a procedure. During the procedure, it was noted that the implantable cardioverter defibrillator delivered inappropriate shock therapy due to electrocautery and improper magnet placement. The procedure completed with no further complications. The patient was stable.